Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported by the patient that he had a hernia repair procedure (B)(6) 2004 and mesh was implanted. The patient states that he has had pain since the surgery. He also states that he was told by the surgeon the pain is due to scarring and nerve entrapment. No additional information has been provided.